Event description:
It was reported that the during a gastric bypass, the devices active blade broke off during the procedure and fell into the patient. The blade was retrieved through the trocar. The case was completed with a like device with no patient consequence.